Event description:
The patient had a loss of therapeutic effect. He felt a shocking/jolting sensation when he moved certain ways; otherwise he felt no stimulation. The patient had good stimulation for 4-5 months following implant and then lost stimulation. There was no known related accident or incident. The patient was seeking a new physician for a second opinion and to have the device checked. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).